Manufacturer narrative:
(B)(4). Device investigation is still in progress at the time of this initial report.

Event description:
Customer complaint alleges "15mm connector came out of tube while patient was intubated." There was no report of patient harm or necessary intervention.

Event description:
Customer complaint alleges "15mm connector came out of tube while patient was intubated." There was no report of patient harm or necessary intervention.

Manufacturer narrative:
(B)(4). The customer returned one unit v5-10316 et tube, hvt, 8.0, nova plus for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned devices revealed that the tube was returned with a suction catheter. The connector was detached from the tube but was still connected to the suction catheter. However, a size 8.5 connector was returned. The correct size 8.0 connector was not returned. Since the correct connector was not returned, the reported defect could not be confirmed. It could not be determined when the size 8.0 tube got paired with the size 8.5 connector. Since the sample was returned outside of its original packaging, it could not be confirmed that this was due to a mix-up at the manufacturing site. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector came out of tube during use" could not be confirmed based upon the returned sample. The sample was returned with a suction catheter. The connector was detached from the tube but was still connected to the suction catheter. However, a size 8.5 connector was returned. The correct size 8.0 connector was not returned. Since an incomplete sample was returned, the root cause of this complaint is undetermined.